Manufacturer narrative:
The handpiece was received at the MFR for investigation. The hose was replaced and preventative maintenance was performed. The handpiece has since been returned to the account.

Event description:
It was reported that there was a hole in the hose portion of the handpiece. This was discovered during cleaning. There are no adverse consequences reported as a result of this malfunction.